Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been discarded and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a procedure. The event date was not reported. According to the complainant, post procedure, when the physician attempted to explant the stent, it was noticed that the stent proximal end did not exit out from the papilla vater and stent migration was noticed. The stent was successfully removed out from the patient via endoscope. No report of a new stent implanted in to the patient. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.